Manufacturer narrative:
The primary contact did not provide their contact details, therefore, no contact information was captured. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
A health care professional from (B)(6) reported that while performing blood glucose tests on the patient, they obtained readings of 10 mg/dl and 30 mg/dl with two separate contour xt meters along with the contour next test strips from lot # 0bpdd10b. Repeat testing was performed using the contour next test strips from lot # 0apeg08a, which gave readings over 100 mg/dl. No specific readings were provided from repeat testing. The patient did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next test strips from lot # 0bped10b for evaluation. Based on this information, the lot # has been updated in section d4. The customer returned one of two suspected contour xt meters for evaluation. The customer also returned the suspected contour next test strips from lot # 0bped10b. The contour next test strips from lot # 0apeg08a were not returned. Therefore, the returned meter was tested with the returned test strips and in-house contour next test strips from lot # 0apeg08a using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter that was not returned for evaluation and no manufacturing anomalies were found.